Manufacturer narrative:
(B)(4). Summary of investigation: this complaint is related to the filter that was placed initially. The filter "feets" do not appear twisted on one another, as initially described on the complaint report. This filter was successfully retrieved. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
The filter legs only partially expanded. The device was removed. Update per rep - pr137010 and pr137011 occurred during the same procedure. The first device was deployed (pr137010). The physician thought that the legs of the filter looked crossed or overlapped based on the two dimensional flat radiographic image taken at the time. The physician then removed the device. The physician deployed a second device (pr137011) and the legs of this filter also looked crossed or overlapped based on the two dimensional flat radiographic image taken. That second device was left in the patient. A post-procedure CT of the second device has shown that the filter legs were not crossed, overlapped or mal-deployed. The physician is now convinced that there were no issues with these devices and that the problem is that the two dimensional flat radiographic images taken during the procedure made the legs of the filter appear crossed or overlapped when in fact they were not. The legs of the filter did expand as far as the patient's anatomy would allow. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.